Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to the transeptal puncture 5,000 units of heparin were administered and an additional 4,000 units were given following the transeptal puncture. After the transeptal puncture it was noted that the peripheral intravenous line was leaking potentially contributing to a subtherapeutic international normalized ratio (inr). A new intravenous line was started, and additional heparin was administered. When the operator prepared to release the closure device a thrombus was identified on the tip of the wds. The closure device was released with a 3mm leak present due to the complex laa anatomy. The wds was removed, and the was was used to successfully aspirate the thrombus. No patient complications were reported.